Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 65 noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose level was unknown. The customer was able to perform self test. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.